Manufacturer narrative:
The symptoms developed approximately 12 weeks after the initial implant. There are no known cultures taken to determine the type of infection involved or the source of the infection. Patient's post operative wound care compliance is unknown. Cause and source of the infection is unable to be conclusively determined with the information available to the firm.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat knee pain. On b)(6) 2025 the firm was notified by the medical clinic that the patient had developed signs of infection, including discharge at the site of the implant. On (B)(6) 2025 a full system explant was performed as a precaution to minimize opportunity for the infection to spread to the patient's artificial knee joint.